Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported bilateral rupture to the implants. This record is for left side. The device has been explanted.